Manufacturer narrative:
Patient's weight was asked but unknown. The patient's device was not available for an evaluation; however, tests were performed on a similar device. The reported mouth guard was fabricated per physician's prescription request. A review of the material lot was performed and no non-conformity nor defects were found. There was no manufacturing deviation or abnormality with the material lot. A series of biocompatibility tests were performed on a similar thermoformed mouthguard. It was found that the sleep device materials are biocompatible. Cytotoxicity test were completed on a test article and there was no evidence of toxicity nor cell lysis. There was no evidence of erythema and no edema observed for skin irritation test. Sensitization test showed no evidence of the test article causing delay dermal contact nor oral mucosal irritation. There were no device problems found with the test article. The complaint could not be confirmed. This incident is being monitored, tracked, and trended.

Event description:
It was reported that a patient experienced an allergic reaction while using the comfort hard bite splint. The patient reported having pain and blisters in her mouth. The patient did not suspect the mouth guard might have contributed to the reaction at first as she had been using the mouth guard for several months. The doctor prescribed anti-fungal medicine to treat the symptom. However, once the patient stopped using the mouth guard, the symptom was clear after a few days. The doctor suspected that the patient might have been allergic to the acrylic in the mouth guard. The patient has no relevant medical pre-existing condition or no known allergy. The patient was reported to be doing well after stopped using the mouth guard. The doctor did not make any adjustment to the mouth guard prior delivering to the patient. The patient was cleaning the mouth guard with soap and water.